Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This MDR is being submitted to add reference to a field action.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed and found that the reported "loose carriage" was confirmed/replicated. Usm linear bearing was inspected, and the results are as follows: 0.372" (eft# 70727801/-02/-03): fail 0.373": fail 0.374": fail 0.375": fail per whitepaper 1107243, linear bearing will be replaced as unit failed inspection. Because the rail was out of tolerance the carriage came loose in the field. The unit passed direction test, sensor check, carriage lissajous carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/acm fan and fiber test. The complaint regarding loose carriage issue was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting loose carriage, an investigation is in progress to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer (fse) reproduced the issue and replaced the universal surgical manipulator (usm). Isi has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is being reported due to the following conclusion: it was alleged that the usm had a loose carriage after the start of the procedure and the surgeon was able to continue with the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that after a da vinci-assisted foregut surgical procedure, the intuitive surgical, inc. (Isi) field service engineer (fse) was notified that the site had a loose carriage issue on the universal surgical manipulator (usm). The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.